Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. (B)(4). Review of device history and manufacturing records found no evidence of product non-conformance. Visual inspection showed evidence of scratches and abrasions most likely from extraction and the stem rotating inside of the offset adapter is noted on the device. Root cause of the event was most likely due to the set screw not being fully seated; however, a conclusive root cause could not be determined without additional information. There are warnings in the package insert that state that this type of event can occur: under warnings, it states, "the surgeon is to be thoroughly familiar with the surgical technique, implants and instruments prior to performing surgery."

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 4 states, "loosening, migration, or fracture of the implants can occur due to loss of fixation, trauma, malalignment, malposition, non-union, bone resorption and/or excessive unusual and/or awkward movement and/or activity" this report is number 2 of 6 MDR's filed for the same patient (reference 1825034-2016-01505-01507 / 01509-01511). Device remains implanted.

Event description:
A left knee revision has been indicated due to pain, tibial fracture, and loosening between the distal stem and offset adapter. No revision procedure has been reported to date.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Event description:
It was reported that patient underwent a revision procedure approximately three months post-implantation due to pain, tibial fracture, and loosening between the distal stem and offset adapter. During the procedure, the tibial tray, stem and bearing were removed and replaced.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. (B)(4).